Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: f/g,promus element plus,mr,ous 3.50x16mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found the damage went from the distal end to the mid-section of stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple severe hypotube kinks. A hypotube fracture was also identified approximately 180mm distal to distal strain relief. As the investigator was repackaging the device after analysis the hypotube fracture progressed to a break. A visual and tactile examination of the shaft polymer identified a midshaft break 1174mm distal to the distal strain relief with the core wire was exposed. Multiple kinks on polymer extrusion were also identified. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12 apr 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the very tortuous and moderately calcifed right coronary artery. A 3.50x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device revealed hypotube fracture, midshaft break and the stent damage. It was further reported the shaft broke while the physician was trying to push the device.